Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the mesh assembly was being pulled out after one of the sutures was cut, a portion of the sleeve detached. The detached portion of sleeve fell into the patient near the patient's right sacrospinous ligament. Reportedly, the physician used retractors to help locate the detached piece, which was removed with a kelly clamp. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who reportedly incurred no harm and is over 18 years of age.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.